Manufacturer narrative:
(B)(4).

Event description:
A philips field service engineer (fse) reported that during installation of a new ingenuity CT system, they replaced the tabletop. The fse reported that only 12 of the 16 screws that secure the new tabletop to the j-block brackets could be installed. The fse confirmed that there was no harm to a patient, operator or bystander. The fse reported that the system was handed over to the customer, for clinical use, with 4 screws not installed.